Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -9.5/1.5/101 was implanted into the patients right eye (od) on (B)(6) 2024. The patient experienced low vault. Intraoperatively the lens was removed and replaced with a longer length lens of different axis and the low vault resolved.

Manufacturer narrative:
B3 - date of event: 21-feb-2024 corrected to 22-feb-2024. Claim # (B)(4).